Event description:
Company representative reported left side "implant leak" and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.